Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, per report, the access vessel diameter was 7-8mm, there was mild vessel calcification, and no indication of tortuosity. The device information was not available, thus a device history record (DHR) review could not be performed. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Manufacturer narrative:
The following additional information was received from the edwards clinical specialist: the lot number for the device is not available. The minimum diameter for the perforated vessel was 7.2mm and there was mild tortuosity. In addition, there was nothing abnormal with the case or during insertion of the device. A closure device was not used.

Event description:
As reported by the edwards clinical specialist, the patient's vessel diameters were adequate for an rf3 22 fr sheath; (7-8mm). When the sheath was being removed, there was a small vessel perforation/dissection. A covered stent was placed without issue.